Manufacturer narrative:
Results: the pet lock was broken but pushed together on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from the pusher assembly and the pull wire was retracted approximately 0.5 cm from the distal detachment tip (ddt). The inner diameter of the ddt was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pet lock was broken but pushed together. Breakage of the pet lock may have occurred due to forceful handling of the pusher assembly during use. If the pet lock becomes broken, it will cause the pull wire to retract out of the ddt, which will by design allow the embolization coil to detach. The ruby coil embolization coil and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a liver bleed using ruby coils. During the procedure, the physician placed a non-penumbra microcatheter into the target vessel, then delivered gel foam. While attempting to advance a ruby coil through the microcatheter, the physician did not mention resistance but was quickly advancing the ruby coil through the microcatheter; subsequently, the ruby coil unintentionally detached from its pusher assembly in the patient. The physician did not make any attempts to remove the ruby coil. Therefore, the detached coil was left in the hepatic bleed and the procedure ended at this point. After the procedure, the patient was in stable condition and there were no plans to remove the detached ruby coil. There was no report of an adverse effect to the patient.